Event description:
In 2009, the pt reported that the up button of his infusion device was not functioning properly resulting in elevated blood glucose. He stated that he delivers boluses through his clothes and he sometimes does not hear the bolus confirmations. He stated that about 6 weeks ago he noticed that his blood glucose elevated to almost 600 mg/dl after meals. He stated the infusion device had never been dropped or exposed to water. He has spilled insulin in the cartridge compartment of the insulin device. He was educated on switching to his backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned to eval.